Manufacturer narrative:
The device was returned and the evaluation found a printed circuit board failure caused no output from the serial digital interface (sdi). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited no output image from the serial digital interface (sdi) port. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to e1, e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there was no signal output from serial digital interface port due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.